Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the display screen on the pump was too dim to read and accidentally over bolused themselves with insulin. The patient reportedly experienced hypoglycemia with blood glucose measuring 19 mg/dl with cognitive impairment as a result of the accidental over bolus of insulin. The patient reportedly had to go to the hospital for treatment. The patient was reportedly treated with intravenous fluids at the hospital as well as other treatment that was defined by the reporter. The reporter stated that the patient discontinued insulin pump therapy. No further information was provided. The reporter was unwilling to put a battery in the pump at the time of the call to animas customer support. Therefore, troubleshooting of the alleged display issue could not be completed. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an accidental overdose of insulin associated with an unreadable display screen due to the screen being too dim.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2018 with the following findings: during investigation, the pump powered up to a dim and faded display with a red hue. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.